Manufacturer narrative:
The product was not returned. Two photos were provided. Photo #1: showed carton endcap with serial number. Photo #2: showed a single-piece multifocal lens in the eye. There appeared to be two small cracks on the anterior surface near the optic edge. This damage was near one optic/haptic junction. This damage was similar in appearance to damage which can occur if the plunger overrides the trailing edge lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos of the lens in the eye, the lens appears to have a scratch/mark. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The damage was near one optic/haptic junction. This damage was similar in appearance to damage which can occur if the plunger overrides the trailing edge lens. Associated products were not provided. It is unknown if qualified products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that they noticed a defect/scratch on the lens in the upper left corner. Doctor noticed the mark and pointed it out. He did not explant the lens as it was in the periphery and he did not think it would impact the patients vision. The scrub tech was trained properly and followed the proper steps when she loaded the lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).